Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient continues to experience stress urinary incontinence along with erosion into the bladder. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/3/2019.